Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified bd pen needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: the pen needle was defective.

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval?: yes. Returned to manufacturer on: 2/3/2022. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that the pen needle was defective. The returned pen needle was examined and exhibited a bent non patient end of the cannula. Unable to perform DHR check due to an unknown lot number for difficult/unable to operate. Root cause is user related as the non patient end of the cannula bent during use of the product by the customer.

Event description:
It was reported that an unspecified bd pen needle was defective. There was no report of patient impact. The following information was provided by the initial reporter: the pen needle was defective.